Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel (ebp) kit (ref. 442963) lot 3234389 used in combination with bd max¿ extended enteric bacterial panel (xebp) from unknown lot was performed by the review of the manufacturing records and verification of complaints history. Customer complained about a vibrio positive result on initial run but negative on the repeat run. The vibrio target is detected with the xebp assay, but the kit lot used by the customer was not provided. Review of the manufacturing records of bd max¿ enteric bacterial panel kit indicated that the lot 3234389 was manufactured according to specifications and met performance requirements. Data provided by the customer could not be analysed by the investigation team since it was no longer available at the time of the investigation. Customer mentioned that environmental monitoring was performed one or two weeks before the discrepant vibrio result, and positive results were obtained but after cleaning, the repeated environmental monitoring was negative. Knowing that information, environmental contamination could be suspected. Overall, based on the available information, bd is unable to identify a cause for the customer issue but, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric bacterial panel lot 3234389 and on bd max¿ extended enteric bacterial panel products. The root cause was not identified. However, an environmental contamination can explain the customer's positive result. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA) since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10

Event description:
It was reported when using the bd max¿ enteric bacterial panel the user received a positive result for vibrio but upon repeat it was negative. No health impact or consequence reported.

Event description:
It was reported when using the bd max¿ enteric bacterial panel the user received a positive result for vibrio but upon repeat it was negative. No health impact or consequence reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: ooi, pch, pci. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.